Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the following technical error code have been confirmed: technical error 3: power error (+12 v too low). The device has been restarted and the issue was resolved. The device was delivered to the user in working condition. Device's logs confirmed occurrence of technical error 3 prior to date of event. Moreover, evaluation of device's logs revealed that from the last successful pre-use check the issue with pressure transducer test failure has been noticed. The root cause to the reported issue has not been determined. A correction of field # d1 brand name and # d4 version or model # was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).